Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip applier from the second tray they used gave several malformed clips again. To finish the procedure they took another device (not from the tray) those clips formed properly. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Malformed clip. The batch record was reviewed and no anomalies were noted during the manufacturing process.